Event description:
The reporter stated, the surgeon implanted a 13.0mm icm130v4 implantable collamer lens in 2007. The lens was explanted eight days later, due to the icl dislocating. The lens was not exchanged for another icl.